Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comments that the programmer¿s stylus was not working, that the programmer would not establish telemetry, and that the programmer had printer issues. The programmer passed incoming functional testing. However, the programmer logs confirmed occurrences of sluggish performance. It was also indicated that the programmer was missing a printer drawer. The programmer was repaired and passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had issues with the stylus pen, would not establish telemetry and had several printer issues, including stalls, slow printing, and jams. The programmer was returned for service. No patient complications have been reported as a result of this event.